Event description:
It was reported that a pt underwent a repair of a right indirect inguinal hernia via an open approach on (B) (6) 2009. The pt reported on his 6-month f/u questionnaire disabling symptoms (movement limitations while walking up stairs.) The report also indicates that the pt is currently taking narcotic pain medication. However, the pt did not indicate seeking medical attention.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.